Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual inspection of the fiber confirmed there was no light exiting the connector face indicating that there was an internal connector fracture. Upon microscopic inspection, it was determined that the fiber tip presented was in good condition. In addition, the fiber was functional tested and there was no aiming beam observed as result. The observed condition of no light exiting the connector could be a result of an internal connector fracture during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior an ureteroscopy lithotripsy procedure, after unpacked the package and connecting the device, the fiber could not be used. Due to this, the procedure was completed using another fiber. There were no patient complications. During the product analysis, it was observed that there was an internal connector fracture.